Event description:
It was reported the device delivered multiple inappropriate shocks due to oversensing seen on both atrial and ventricular egm. The device was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reported the lead impedances had been out of range and there was noise on the lead.

Manufacturer narrative:
Asku